Event description:
The company received a report where it was claimed that the cuff broke during patient use preventing the cuff from inflating. The customer reported two occurrences on one patient. Extubating and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4) there is a device of essentially identical design distributed in the united states. Applicable 510k# for the u.s. Distributed part is k871204. The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.